Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: tazuna, scoreflex, guide wire: runthrough ns, guide catheter: axess. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that a vessel perforation occurred that was caused by a non-abbott dilatation balloon. The graftmaster was chosen to treat the perforation. During advancement, the graftmaster encountered resistance due to the calcification, but reached the mildly tortuous, heavily calcified, 99% stenosed, concentric, de novo, target lesion in the proximal left anterior descending coronary artery. The graftmaster balloon ruptured with the first inflation at 6 atmospheres, but the stent remained on the balloon, undeployed. The stent delivery system was removed and a non-abbott dilatation balloon was inflated for a prolonged period to successfully seal the perforation. There was no reported adverse patient effects. There was no clinically significant delay in the procedure due to the device issue. There was no additional information provided.